Manufacturer narrative:
Device passed displacement test and self test. Software error noted in the formatted history file due to software error (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer's blood glucose level was 241 mg/dl at the time of call. The customer performed troubleshooting. The customer performed high pressure test and test failed twice. The insulin pump was returned for analysis.